Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple syringe needles were blocked and customer was unable to push the insulin out. There was no reported adverse impact to the customer's blood glucose level. Customer was able to successfully fill a cartridge and continue insulin therapy.